Event description:
As a healthy (B)(6) year old woman, I used replens only 3x in 2 wks. I started noticing my urine was cloudy for a couple of days, then experience severe urine frequency overnight. Next morning I had a pain in my back on the lower left side, and it was not muscular. Severe chills that night and back pain was all day, as were bathroom trips. The next morning my condition didn't change and I knew something was not right. This was saturday (B)(6). I saw dr (B)(6) in the hamptons who was so alarmed about my kidney infection that he said I needed an IV now to get the medication asap. He said had I waited till (B)(6) it would've been in my bloodstream and I'd be in the hospital. After taking cipro that night, my symptoms subsided by morning. Dr (B)(6) attributed my condition to replens since I did nothing different the previous 2 wks except the replens. Pls note: the FDA approved replens after a study of only 50 women enrolled, and only 38 completed it after 12 wks. Really???! After reading consumer reviews, many women have contracted uti's, bleeding, and kidney problems. A kidney infection is serious enough along with the other symptoms and therefore the FDA should not only be made aware of this but also look into this product with more depth and perhaps a larger and longer study. The ingredients are hazardous and being absorbed into the body, benzene, glycerine, etc. Unacceptable guys. Thank goodness I caught my infection before real harm was done. Can you say lawsuit? Because if any woman gets seriously harmed she will bring a lawsuit. Please, I implore you to look into this product further before someone is seriously harmed! Dose or amount: 1 pre-filled applicator. Frequency: every 3-4 days. Route: vaginal. Dates of use: (B)(6) 2014. Diagnosis or reason for use: "a long lasting vaginal moisturizer".